Event description:
A customer reported that patient's sample with anti-k did not react with 1 heterozygous donor of 0.8% resolve panel a lot vra101. No death or serious injury was associated with this incident.